Manufacturer narrative:
Data analysis: event logs were consistent with complaint intake. Subsequent boots following the complaint date triggered alarms. Long term log analysis of the battery data reveals that beginning before the complaint date of occurrence, cell 4 voltage of battery 1 had been declining for an extended period of time. Device analysis: console arrived in danvers. It was confirmed that persistent battery failure (transport connection blown/missing) was not due to a disengaged battery switch. When console was booted for the first time in danvers, console alarms are consistent with what was seen in the field. Console interior connections were checked and verified. When visually inspecting the batteries and pbm, it was observed that one of the batteries status leds were completely blank. Conclusion: the battery failure alarm was due to a defective battery 1(decline of individual cell voltage). The root cause of the battery cell failure was undetermined. This report is being filed as part of a retrospective review of historical records. D9: device available for evaluation? Corrected to yes. Device returned to manufacturer checked, and date device returned to manufacturer added.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant had a battery failure with an aic (automated impella controller). The team contacted field service for aic replacement per IFU recommendations. There was no reported harm or injury to the patient.